Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr217584 g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Corrected data from sus report mw5075204: b4) 09feb2018 d3) cook medical inc. Bloomington, in 47402, united states e3) other summary of investigational findings: no imaging was provided and therefore it would be inappropriate to speculate at what may or may not have prevented the filter from opening, but it is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. No assumption of filter migration since reported that unsuccessful attempts were made to retrieve the filter, but the filter was left inside the patient to avoid further risk filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr217584_sus mw5075204_recvd 08mar2018.pdf] h3 other text : exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr217584 g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 corrected data from sus report mw5075204: b4) 09feb2018 d3) cook medical inc. Bloomington, in 47402, united states e3) other summary of investigational findings: no imaging was provided and therefore it would be inappropriate to speculate at what may or may not have prevented the filter from opening, but it is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. No assumption of filter migration since reported that unsuccessful attempts were made to retrieve the filter, but the filter was left inside the patient to avoid further risk filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received in sus report (B)(6) 2018 (mw5075204): physician was performing an ivc filter placement, inserting the filter through the wire to the intended area was done successfully. However, once placement was found the item did not deploy and would not open. The physician made various attempts to retrieve the filter, but was unsuccessful. The filter was left inside the patient to avoid risk to the patient and a new filter was placed successfully.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: physician was performing an ivc filter placement. Inserting the filter through the wire to the intended area was done successfully. However once placement was found the item did not deploy and would not open. The physician made various attempts to retrieve the filter, but was unsuccessful. The filter was left inside the patient to avoid further risk to the patient and a new filter was placed successfully. Additional information received (B)(6) 2018: the physician believes leaving the filter will pose no risk to the patient. When trying to push the button the device legs would not open. Patient outcome: a unintended section of the device remain inside the patient¿s body. The patient required additional device placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.